Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding-menorrhagia'), embedded device ('essure coil appeared to be buried in the endometrial lining over in the right cornua.') And device dislocation ('the left side was not seen/the left ostia was still not very readily seen') in a 23-year-old female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, nausea, vomiting, pregnant, photosensitivity reaction, back pain and photophobia. Concurrent conditions included knee pain, irregular periods, hypertension, uterine enlargement, endometrial polyp, dysmenorrhea, dysfunctional uterine bleeding, herniated disc, spider bite, dizziness, fainting, bronchitis, chest pain, skin rash, eczema and poison ivy rash. Concomitant products included ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines") and headache ("headaches"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, device dislocation, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, device dislocation, embedded device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning for essure removal. Discrepancy noted for lab data plaintiff priorly reported hysterosalpingogram test with total bilateral occlusion now, it is reported as she didn¿t undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding-menorrhagia'), embedded device ('essure coil appeared to be buried in the endometrial lining over in the right cornua.') And device dislocation ('the left side was not seen/the left ostia was still not very readily seen') in a 23-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, nausea, vomiting, pregnant, photosensitivity reaction, back pain, photophobia, dental caries and tobacco use disorder. Concurrent conditions included knee pain, irregular periods, hypertension, uterine enlargement, endometrial polyp, dysmenorrhea, dysfunctional uterine bleeding, herniated disc, spider bite, dizziness, fainting, bronchitis, chest pain, skin rash, eczema and poison ivy rash. Concomitant products included ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines") and headache ("headaches"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation, d&c and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, embedded device, device dislocation, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plantiff is currently planning for essure removal. Discrepancy noted for lab data plantiff priorly reported hysterosalpingogram test with total bilateral occlusion now, it is reported as she didn¿t undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new event post removal complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding-menorrhagia'), embedded device ('essure coil appeared to be buried in the endometrial lining over in the right cornua.') And device dislocation ('the left side was not seen/the left ostia was still not very readily seen') in a 23-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, nausea, vomiting, pregnant, photosensitivity reaction, back pain, photophobia, dental caries and tobacco use disorder. Concurrent conditions included knee pain, irregular periods, hypertension, uterine enlargement, endometrial polyp, dysmenorrhea, dysfunctional uterine bleeding, herniated disc, spider bite, dizziness, fainting, bronchitis, chest pain, skin rash, eczema and poison ivy rash. Concomitant products included ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines") and headache ("headaches"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation, d&c and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, embedded device, device dislocation, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plantiff is currently planning for essure removal. Discrepancy noted for lab data plantiff priorly reported hysterosalpingogram test with total bilateral occlusion now, it is reported as she didn¿t undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, depression. Lot number: 627304 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding-menorrhagia'), embedded device ('essure coil appeared to be buried in the endometrial lining over in the right cornua.') And device dislocation ('the left side was not seen/the left ostia was still not very readily seen') in a 23-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, nausea, vomiting, pregnant, photosensitivity reaction, back pain, photophobia, dental caries and tobacco use disorder. Concurrent conditions included knee pain, irregular periods, hypertension, uterine enlargement, endometrial polyp, dysmenorrhea, dysfunctional uterine bleeding, herniated disc, spider bite, dizziness, fainting, bronchitis, chest pain, skin rash, eczema and poison ivy rash. Concomitant products included ibuprofen since (B)(6)2013, medroxyprogesterone acetate (depoprovera) from (B)(6)2008 to (B)(6)2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6)2008. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines") and headache ("headaches"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, device dislocation, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning for essure removal. Discrepancy noted for lab data plaintiff priorly reported hysterosalpingogram test with total bilateral occlusion now, it is reported as she didn¿t undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6)2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received event "dysmenorrhea (cramping)" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil appeared to be buried in the endometrial lining over in the right cornua.'), device dislocation ('the left side was not seen/the left ostia was still not very readily seen') and menorrhagia ('abnormal bleeding-menorrhagia') in a (B)(6) year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, nausea, vomiting, pregnant, photosensitivity reaction, back pain and photophobia. Concurrent conditions included knee pain, irregular periods, hypertension, uterine enlargement, endometrial polyp, dysmenorrhea, dysfunctional uterine bleeding, herniated disc, spider bite, dizziness, fainting, bronchitis, chest pain, skin rash, eczema and poison ivy rash. Concomitant products included ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2008, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines") and headache ("headaches"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, device dislocation, embedded device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning for essure removal. Discrepancy noted for lab data plaintiff priorly reported hysterosalpingogram test with total bilateral occlusion now, it is reported as she didn¿t undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: case became incident as ablation is reported. Reporter information were added. Lot number were added. Medical history and concomitant drug were added. Event verbatim were updated as physical pain/pain. Event : abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines, headaches were added. Event captured from mr-'essure coil appeared to be buried in the endometrial lining over in the right cornua and left side not seen. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.